Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received a shock due to t-wave oversensing. The lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2009 and (B)(6) 2010. There were six ventricular nst (non-sustained tachycardia) less than or equal to 210ms on (B)(6) 2009, one ventricular nst less than or equal to 210ms on (B)(6) 2010, six ventricular nst less than or equal to 210ms on (B)(6) 2010, one ventricular fibrillation (vf) equal to 210 ms on (B)(6) 2009, one vf equal to 180 ms on (B)(6) 2009, and one vf equal to 160 ms on (B)(6) 2010. It was also reported that there was interference/noise. Ventricular short interval counter (v-sic) less than 140ms, between (B)(6) 2010. The average v-sic was 67.2 counts per day.